Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was 13 mmol/l. The customer stated that the air bubbles persisted with the new sets. The air bubbles are 0.5 cm long. The customer stated that the air bubbles are in the middle of the tubing. The customer did not rewind with the reservoir in place. The customer stated that they aired out the tubing. The customer was advised to change the infusion set and monitor air bubbles. The customer was advised to call back if needed.